Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: a visual inspection was performed on the returned device. The reported irregular appearance on the guidewire was confirmed. Additionally, there was a tear in the polymer coating exposing two coil rings. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported irregular appearance cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that prior to use in the procedure the last 3 cm command guide wire tip black coating appeared thin; the device was not used. There was no patient involvement. There was no reported clinically significant delay in the procedure. No additional information was provided. Return device evaluation revealed a tear in the polymer coating distal to the proximal solder.